Manufacturer narrative:
This supplemental report is being submitted to provide correction and the results of the final investigation. Updated: h2; h11. Corrected field: h8. In addition, the following reportable malfunction was identified during the device evaluation: cover glass of the insertion section is scratched. Based on the results of the investigation, the most probable cause of the reported malfunction was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gynecologic laparoscope was no longer detectable. The issue occurred during the sedation of a therapeutic procedure and was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 corrected fields: h8 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the reportable malfunction was identified during the device evaluation: the fiber bonding in the outer tube area (distal end) was damaged. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the fiber bonding in the outer tube area (distal end) is damaged was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.